Event description:
The pt was unable to hear sound sensations at his initial stimulation. An x-ray confirmed that the electrode array had been inadvertently placed outside of the cochlea. Explantation/reimplantation surgery is planned. An immediate post-op x-ray is recommended in cochlear corporation's surgeon's manual and training workshop.